Event description:
The reporter stated that the surgeon was inserting a 24.0 diopter three piece collamer lens model cq2015 using a msi-pm injector into the pt's eye and the injector tore the lens. The lens was removed and replaced with no pt injury or incision enlargement. The reporter stated that the dr. Thought the injector may have been used too many times which is why the lens tore.

Manufacturer narrative:
The injector was not returned; however, the lens was received and visual inspection showed one haptic is torn off. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the catridge was not returned.